Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. The customer had reported dilution discharge pump errors one day prior to the event occurrence. On (B)(4) 2018, a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the dilution probe line was not aspirating. The cse performed preventive maintenance and replaced the motor and dilution aspiration pump assembly. The cse ran system calibration and quality control, which passed. The cse returned to the customer site on (B)(4) 2018. The cse installed a new pump as the rebuilt motor was a temporary fix. The cse also replaced the defective printer. After replacing the pump, the errors were gone, and quality control was run, which passed. The hsc specialist determined that the discordant result was obtained between these two service visits. The hsc specialist concluded that the cause of the discordant result was due to a failed discharge pump, which was resolved with replacement of the pump. The customer has not reported any additional errors or discordant results since replacement of the pump. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated carbon dioxide, concentrated (co2_c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. The result obtained on the alternate advia 1800 instrument was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c result.